Event description:
It was reported the lead impedance measurement was greater than 2500 ohms and was not capturing due to a fracture of the anode on the lead. Pacing was restored by changing the vector from bipolar to left ventricular tip to right ventricular coil. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 02:15:04. Daily pace lead impedance trend data shows an abrupt increase for lv pace = 712 to 3248 ohms peak between (B)(6) 2011.